Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report# 3005099803-2018-00146 and MFR report# 3005099803-2018-00205). It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatograph (ercp) with stent placement procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, two stents broke inside the patient. The procedure was completed with a third stent of the same kind but of different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.